Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. During unpacking of the 3.00x16 mm taxus express2 drug eluting stent a shaft fracture at the distal end of the catheter was found. The procedure was completed with another taxus express2 stent. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.